Manufacturer narrative:
No device returned. Because no device was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, ": IV pumps infused medication faster than pump was programmed. When IV bag empty, the pump still showed 50ml left. Two pumps had same issue." An incomplete date of event of (B)(6) 2018 was provided.